Event description:
It was reported that approximately three days post implant the right ventricular (rv) lead dislodged and dropped from the septum to the rv apex. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.